Event description:
I received, by prescription, two each defective libre 3 plus cgm sensors for monitoring my diabetes. Both failed, each in less than a 24 hour period. The first failed (B)(6) 2025 and the second on (B)(6) 2025. I received safety alerts on my app, for each incidence, instructing me to replace my sensor for safety reasons, which I have done so. I reported each incidence to my physician, pharmacist and abbott. I am awaiting a response (B)(6). Pt code: 4582. Device codes: 2588, 3015, 3023. Reference report: mw5180273.